Event description:
During a trauma in the emergency dept, a defibrillator was needed. During two attempts to defibrillate the pt, arcing was noted at the point of the paddle cable connection to the defibrillator and energy was not delivered. On the third attempt, the defibrillator delivered the energy. Inspection of the paddles by the biomed staff showed a broken wire in the paddle cables. Paddles and cables were replaced and the unit was tested and returned to service.